Event description:
It was observed that during the device evaluation, the subject device exhibited a damaged outer sheath, and failed the pressure leak test. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the cause of the occurrence could not be identified based on the information obtained from the complaint and the investigation. A device history review (DHR) was completed, and no issues were identified. This device instructions for use (IFU) indicates: cautions for cases where the endoscope image disappears unexpectedly or the freeze cannot be released. Warning: - do not bump or drop this product. Water leakage may destroy the electrical circuits inside the product. Olympus will continue to monitor the field performance of this device.